Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Caller said their ins hasn't been working "for about a year." They noted changing programs and adjusting stimulation. During the call, the patient was on oxycontin and just had a shot; they noted they will call back when the effects wear off to troubleshoot. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the patient found that the machine (even though it was on) was not doing what it was supposed to. The patient have done nothing and now have problem with constipation which is not what the machine was implanted for.